Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5

Event description:
Patient later reported implant 'bursted" and exchange from textured to smooth implant due to the patients concern with the product. Device remains implanted.